Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited noise and it caused the episodes of high ventricular rate. On (B)(6) 2018, the lead was capped and a new lead was implanted successfully.